Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to inflation issues. The aus was explanted and replaced. During the explant procedure the physician observed a hole in the cuff resulting in fluid loss. There were no clinical consequences to the patient.